Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 24 hour duration test was performed with the pump locked; un-programmed boluses were not able to be duplicated during investigation. The pump was unlocked during the investigation and a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was also paired with a test meter when it was locked; a normal 10 unit meter bolus was successfully performed. The keypad was removed and no defects were found with the key contacts.

Event description:
It was reported that the pump recorded several 0.0 unit boluses which the patient reported she did not deliver. The reporter stated that she noticed the boluses when she reviewed the pump history. She reported that the patient wears the pump on her belt and did not clean the pump. The reporter confirmed that there is no damage to the rubber keypad. She stated that the patient could not have pressed any buttons accidentally because she keeps the pump locked.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.